Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During re-implantation the insert trial broke when hit with mallet. No delays.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there have been no other events reported for the reported manufacturing lot visual inspection: the reported event was confirmed. Several portions of the distal rails of the triathlon ts trial fractured. One portion was still partially attached. The other fractured portions were not returned. Conclusions: the reported event was confirmed. A portion of the distal rails of the triathlon ts trial fractured. It was reported that the trial was impacted with a mallet.

Event description:
During re-implantation the insert trial broke when hit with mallet. No delays.